Manufacturer narrative:
A ge rep evaluated the system and replaced the fluoro functions board. System operates as intended. (B) (4)

Event description:
Customer reported intermittent iris pot errors. No pt injury was reported.